Manufacturer narrative:
Diopter: -12.00/+4.50/x089. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -12.00/+4.50/x 89 diopter implantable collamer lens in the patient's left eye on (B)(6) 2014. Lens rotation not associated to a low vault was observed (B)(6) 2014. There was enlargement of or addition of a new peripheral iridectomy. The lens was explanted and exchanged for a longer length lens. This resolved the problem.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Clear surgical debris was present on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found that the lens measurements were within specifications. (B)(4). Conclusion: as per dfu for this lens model, implantation of this lens in an individual below the age of 21 years is contraindicated. This patient is (B)(6). (B)(4)